Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The image shows the device in use but is unclear of any damage to the guidewire. The complaint of a damaged guidewire was not able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The instructions for use (IFU) provided with this kit warns the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when trying to remove the guidewire, it became stuck and didn't come out properly. Cannulation needed to be aborted due to concern of fragments left behind." There was no patient harm or injury. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when trying to remove the guidewire, it became stuck and didn't come out properly. Cannulation needed to be aborted due to concern of fragments left behind." There was no patient harm or injury. The patient's current condition is unknown at this time.